Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type recharger. Other relevant device(s) are: product ID: 37791, serial/lot #: unknown, event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins). It was reported the patient had an allergic reaction to the ins and the caller was not sure what was wrong or if this was caused from the equipment or not. The caller was directed to the healthcare professional (hcp) to look over the patient's rash. The caller stated the patient's back looked like a chemical burn. The patient was now scared to charge because of this and the ins was dead and the patient was in pain because they cannot charge. The caller stated the patient saw this right when they were done charging and the patient always charges during sleeping however they were not sure if the patient saw screens on the recharger (insr). Repair noted the patient had burns on their back and a replacement insr antenna was sent to the patient to rule out the antenna being faulty.